Event description:
It was reported that at implant attempt, a cardioversion therapy could not be delivered because the device saw the rate as too fast. The device would only charge for less than one second, which is not normal. It was not implanted, and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.